Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure three abre venous self-expanding stent system were implanted in the civ, eiv and cfv. Approximately 31 months post procedure patient suffered from left leg cellulitis. The event was treated with medication. Patient recovered. It was reported that the event is related to the target limb.